Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received insulin flow blocked alarm. The customer's blood glucose was 12.1 mmol/l at the time of incident. Customer was reported a past event. Customer reported alarm occurred during fill tubing. The customer reported that the insulin flow blocked alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.